Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was interrogated at the clinic and the pairing was restored. No patient consequences were reported.